Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated erroneously high carbon dioxide (co2) results. Customer reported the co2 recovery was intermittent. Customer reported that the erroneous results were reported outside the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they replaced the co2 membrane. Bec field service engineer (fse) evaluated the instrument and verified performance.